Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegation ¿combustion and melting of the c cover occurred at the forceps port¿. The e315 error occurred due to corrosion of the plug unit. There were few additional findings. Angulation in the upward direction is out of standards due to worn of angle-wire. Liquid leaks due to damage of air/water cylinder. The light guide bundle was damaged. There was crease at the distal end cover. Light guide lens was polluted and broken. The adhesive part of bending section cover was broken and was discolored. Scope connector cover was deformed. Universal code was polluted. There was corrosion at the control part, grip, scope connector and scope connector cover due to leakage. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The field service engineer on behalf of the customer reported combustion and melting of the distal end cover at the forceps port of the colonovideoscope. The issue was found during preparation for use for a diagnostic procedure. The procedure was completed using a similar device without any delay. The device was returned and an evaluation at the repair center revealed, the scope displayed e315 error. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope connector while the user was handling the device, which led to an abnormality in the electrical parts (corroded plug unit) and resulted in the displayed error message (e315). The event can be detected and prevented by following the instructions for use (IFU) which state: "·inspection of the endoscopic image." "·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. ·perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.